Event description:
It was reported that thrombosis occurred. A procedure was being performed with a watchman fxd double curve access system (was). Prior to the case at baseline the patient was only taking aspirin to begin with due to not tolerating other oral anticoagulants well. It was noted on computed tomography (CT) that the patient seemed to have a long term existing and calcified clot in the right atrium and also the left ventricle. It was advised that the physician needed to potentially consider not moving forward due to this clot existing at baseline, however the physician decided to move forward with the procedure. It was discussed that they would need to be careful not to disturb these clots at baseline. After the transseptal puncture (tsp), a bolus of heparin was given and the activated clotting time (act) quickly approached greater than 300 seconds. The procedure was continued as normal and a device was deployed into the left atrial appendage. The device was difficult to position and required multiple recaptures. However because the sheath was not coming in coaxially, they discussed redoing the tsp. At this time they glanced back at the septum and that was when they noticed a long clot that was spanning from the right atrium to the tsp crossing site and reaching across to the left side. It was thought that perhaps the right atrial thrombus was disturbed, creating a newer and more mobile thrombus. At this time the implanting team felt the patient had a blood disorder that predisposed them to clotting. Even though the act was 400 seconds this clot was still formed. They decided to pull the device out and abort due to concern that a device in the appendage would attract thrombus and create more issues. When they pulled the was sheath out of the body, the part of the thrombus that was at the tsp and slightly spanning toward the left side was now all right sided. The patient was to be heparinized overnight and would likely be put back on blood thinners indefinitely.

Event description:
It was reported that thrombosis occurred. A procedure was being performed with a watchman fxd double curve access system (was). Prior to the case at baseline the patient was only taking aspirin to begin with due to not tolerating other oral anticoagulants well. It was noted on computed tomography (CT) that the patient seemed to have a long term existing and calcified clot in the right atrium and also the left ventricle. It was advised that the physician needed to potentially consider not moving forward due to this clot existing at baseline, however the physician decided to move forward with the procedure. It was discussed that they would need to be careful not to disturb these clots at baseline. After the transseptal puncture (tsp), a bolus of heparin was given and the activated clotting time (act) quickly approached greater than 300 seconds. The procedure was continued as normal and a device was deployed into the left atrial appendage. The device was difficult to position and required multiple recaptures. However because the sheath was not coming in coaxially, they discussed redoing the tsp. At this time they glanced back at the septum and that was when they noticed a long clot that was spanning from the right atrium to the tsp crossing site and reaching across to the left side. It was thought that perhaps the right atrial thrombus was disturbed, creating a newer and more mobile thrombus. At this time the implanting team felt the patient had a blood disorder that predisposed them to clotting. Even though the act was 400 seconds this clot was still formed. They decided to pull the device out and abort due to concern that a device in the appendage would attract thrombus and create more issues. When they pulled the was sheath out of the body, the part of the thrombus that was at the tsp and slightly spanning toward the left side was now all right sided. The patient was to be heparinized overnight and would likely be put back on blood thinners indefinitely. It was further reported that the patient was discharged from the hospital.